Manufacturer narrative:
Additional information received indicated that the customer's blood glucose level had lowered to target level.the product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during basal and bolus delivery. The customer cleared the alarms and resumed insulin delivery. The customer then changed the cartridge and infusion set. The customer's blood glucose (bg) level was approximately 500 mg/dl and an insulin injection was used to address the bg level. As the supplies had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.